Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer encountered repeated 23138 faults on universal surgical manipulator1 (usm1). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs and noticed multiple 23138 errors on usm1, axis 6. The customer had power cycled the system multiple times with no resolve. The tse recommended that the customer remove the sterile adapter from usm1 prior to system completing power on self-test (post) and the system powered up normally without any errors. Customer installed the sterile adapter again and the faults returned. Customer replaced the drape on usm1 but with no resolve. Tse informed customer that the issue will likely not resolve until usm1 is replaced. Customer stated that surgeon opted to proceed with three-arm case. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and confirmed the hard error once the sterile adapter is installed. A carriage resistance was also felt. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm the reported complaint via system logs, but could not replicate the issue. The unit did not trigger any error in normal mode. Fa ran multiple power cycles and idled for an hour from the in-house system with no problem. Fa drove the unit to its full range of motion with instrument installed in different speed and position with no resistive issue on the carriage. Fa opened the carriage assembly, found no contamination or loose particulate. All components were intact, no loose connection, and fa could not find any issue that could generate the 23138 fault. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.